Event description:
On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, patient told the clinical specialist that her programmer displayed a low battery warning and she lost stimulation. The patient changed the programmer batteries but the problem persisted. On (B)(6) 2010, the clinical specialist met the patient. The programmer displayed the message: "ipg battery low, stim off". The clinical specialist could not communicate with the ipg. She used the browse feature to obtain the programmed settings and believes the ipg battery has depleted.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.